Manufacturer narrative:
(B)(4) 2015 01:31 pm (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws became loose while harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially peeled but remained attached to the jaw. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed for peeled jaw. The root cause is improper insertion of the hemopro into the cannula. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws became loose while harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.